Event description:
It was reported that during a peripheral angiographic procedure, a clot was noted in the vessel. The pt experienced aphasia and right half paresis. Pt was given urokinase and the symptoms gradually were resolved. Pt status is listed as "ok". It is unclear how the catheter performance is related to the incident.